Event description:
Anesthesiologist initiated spinal anesthesia for the labor and delivery patient. The patient did not have adequate results, did not become numb enough to proceed with the surgery. Patient put under general anesthesia for urgent c section. Inadequate numbing post spinal occurred 3 times on 3 different patients therefore supply chain management was notified and all kits with this same lot number were removed from supply carts.